Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01573, 3006705815-2021-01574. It was reported the patient fell. Following the fall, the patient experienced ineffective therapy along with communication issues with their ipg. X-ray diagnostics showed the patient's leads migrated. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Effective therapy was established post-op.